Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient had no sound perception with the device since (B)(4) 2017. External parts have been checked without improvement. No notable incident of accident or trauma was reported. The recipient was re-implanted

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device since (B)(6) 2017. No notable incident of accident or trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: damage to the active electrode appears likely. However, currently available information does not allow to identify a root cause. A device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been communicated.

Event description:
The patient has no sound perception with the device since (B)(6) 2017. External parts have been checked without improvement. In situ measurements show 8 channels with high impedance. No notable incident of accident or trauma was reported. Despite requested, neither additional information nor concerned in situ testing results were received. Re-implantation is considered but no date has been scheduled yet.